Manufacturer narrative:
Corrected data d10 - concomitant medical products and therapy dates it was reported to abbott a patient¿s infinity 5 ipg was explanted and replaced with a liberta ipg. The infinity 5 ipg had issued the elective replacement indicator. Pre-op impedance checks showed all measurements were within normal limits. After the new ipg was connected 3 directional contact showed high impedances that could not be resolved. Despite the impedance issue, effective stimulation was established using the previous parameters. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device had the appropriate level of battery voltage to provide therapy. The device was explanted and replaced.